Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site and had burning sensation when charging. It was also reported that the patient was experiencing significant heat or warmth which was causing discomfort while charging. Database (db) analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The ipg temperature was within the expected range and the ipg was working as expected. The patient underwent an explant procedure.